Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to unspecified reasons. No additional fluid was added other than to flush the tubing. A new artificial urinary sphincter 3.5 cm cuff was implanted.